Event description:
It was reported that the home patient (hp) had a high drain 104 alarm on the homechoice (hc) after use. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The registered nurse (rn) had the hp use the red bag during previous night therapy. The total ultra filtration (uf) was 2258 ml. The technical service representative (tsr) reviewed and cleared the alarm. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events that were related to the reported condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.